Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging nose irritation, skin irritation, asthma (new or worsening), inflammatory response, sinus infections and other (unspecified event). There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleging nose irritation, skin irritation, asthma (new or worsening), inflammatory response, sinus infections and other (unspecified event). There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil observed that ui (user interface) knob missing. The air outlet port had dust-like contamination in it.air inlet had significant tan dust-like contamination in it.pca (printed circuit assembly) had significant dust-like contamination all over the top of it. Significant dust-like contamination on the top of the blower box lid and surrounding area. Significant dust-like contamination on the top of the blower motor and inside of the blower box. Bottom enclosure had significant dust-like contamination in it.air inlet seal had yellowed and had dust-like contamination on it.the sound abatement foam was intact and had significant dust-like contamination on top of it.evidence of sound abatement foam degradation/breakdown was not observed in this device. The source of contamination was most likely external to the device. Pil was unable to get care orchestrator information from device. Pil was unable to address the symptoms specified. Product investigation laboratory was unable to get care orchestrator information from device. Product investigation laboratory was unable to address the symptoms specified. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and are consistent with being from an external source. Section h6 was updated. Box d: device avail for eval? (Rfb) & date returned (rfb) updated. Box h: device eval. By mfg? (Rfb) and device avail. For eval? (Rfb) has been updated.